Event description:
A customer reported issues with their pump, specifically that the pump was completely black and the battery was not charging, resulting in power source alerts and shutdowns. Despite trying different charging supplies and outlets, the issue persisted. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to replace the pump since the cause of the recurring power source alerts could not be determined.